Manufacturer narrative:
Investigation: 1 photo and 1 representative sample were returned for investigation. From the photo returned it shows that the catheter is broken. The 1 representative sample was subjected to visual inspection and catheter adapter leak test. The 1 representative sample passed the acceptance criteria. No abnormality was observed. The complaint is confirmed and product is out of specification. As the actual sample was not returned for investigation and it is not possible to determine the source of catheter broken from the photo returned, a review of the past 12 months qn was performed. No qn related to reported defect was raised.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter broke during use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer used bd venflon pro safety 18g. Nurse found difficult to remove the needle from vein. During the removal she find the cannula got cut and half of the cannula came along with the stellate. Lot # 8276153p48.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter broke during use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer used bd venflon pro safety 18g. Nurse found difficult to remove the needle from vein. During the removal she find the cannula got cut and half of the cannula came along with the stellate. Lot # 8276153p48.